Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07-jan-2026, it was reported by a sales representative via (B)(4) that an ar-6480 dw arthroscopy pump had overinflated. This was discovered during a knee scope. The overinflation caused the patients knee to swell and the patient has subsequently taken to a nearby hospital. Additional information was provided by the rep on 23-jan-26 that arthrex tubing was used with the pump. The pump settings were not recorded, and the pump was used to finish the case. There were no pictures or videos captured and no arthrex rep was present during the case. The patient was taken to a nearby hospital for observations due to the overinflation which caused the patients knee to swell.